Manufacturer narrative:
Patient information was not made available from the site. On 04/18/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect ext scu to r/a psu cable. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that while in a procedure, their navigation system unexpectedly exited. Their navigation system had turned to localizer disconnected briefly and then shut off completely. In trouble-shooting, the medtronic representative recommended checking for loose connections, checking if the power light was coming on/the fan on the ups was running. Recommended confirming the navigation system was in a working outlet. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.